Event description:
It was reported that the right ventricular lead sustained rib clavicle crush damage and exhibited low impedance and noise. The lead was capped and replaced. The patient was in stable condition post-procedure.